Manufacturer narrative:
Product complaint # (B)(4). Additional information has been requested however not received. Attempts to obtain the device have been made. If further details are received at a later date a supplemental medwatch will be sent. Procedure name? Date of procedure. Were there any intra-operative complications? If so, what were they? Where was the tip of drainage tube located? How was the drain secured? What was the date of first activation? How was the product function verified following the first activation? Who monitored the drainage and how often? The diagnosis and indication for the index surgical procedure? Were any concomitant procedures performed? What symptoms if any did the patient experience following the index surgical procedure? Onset date? When was the 2nd procedure performed to remove the piece of drain left in the patient? Findings, will piece be returned? Other relevant patient history/concomitant medications? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? Surgeon¿s name? If applicable, will product be returned? If so, please provide the return date and tracking information. A shipper kit has been mailed to you for return of the product. A user facility medwatch form was received # mw5184414. The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent an unknown procedure on an unknown date and a drain was used. Md attempted to discontinue drain from patient's right upper chest. The drain tubing broke during removal, leaving a portion of the tube inside the patient. Mds explained the situation to the patient. Site dressed by the mds. Patient required surgical intervention to retrieve broken off piece of drain. There were no patient consequences reported. Device is available for return. Additional information has been requested.